Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced constant back and leg pain and inability to have sexual intercourse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had mesh implanted to treat pelvic organ prolapse and stress urinary incontinence. Approximately two months after implantation, the patient experienced back/leg pain, dyspareunia and recurrent cystocele and rectocele.